Event description:
During a routine check of the unit, the company rep observed that the unit generated an electrical test failure code #58 at power up. No patient was involved.

Manufacturer narrative:
The iabp was pulled out of service and was sent to mahwah repair ctr, nj for evaluation and repair. The field service engineer is no longer with the company and due to time lapse, there is no further info available. (B)(4).